Event description:
Rptr had mammary implants for cosmetic reasons. Hcp has confirmed silicone outside the scar tissue capsule. She had calcium deposits. She had numbness, hematoma, excess fluid and infection in the surgical area. Implants were ruptured and she had bleeding through the envelope, capsular contractures and open capsulotomies of both breasts. Rptr c/o: bladder infections, intestinal cystitis, low blood pressure, peripheral neuropathy, demyelinating neuropathy, carpal tunnel syndrome, motor neuron disease, brain lesions, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, atypical m-s, organic brain syndrome, reduced blood flow to brain, brain tumor, pain and/or burning sensation in chest, elevated cholesterol or triglycerides, rapid deterioration of eyes, vision loss, thyroid problems, adrenal problems, chronic swelling, pain, discoloration of extremities, heat or cold sensitivity, raynaud's disease, frequent low grade fever, constipation, esophagitis, duodentitis &/or gastritis, irritable bowel syndrome, infertility, miscarriage &/or stillbirth, class IV cancer, substantial hair loss not connected with medications, frequent migraines/severe headaches, heart problems, hypersensitivity or allergies to chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, atypical lupus, sjogren's syndrome, scleroderma, arthralgia, rheumatoid arthritis, persistent joint stiffness, acute bronchitis, asthma, marked edema/respiratory distress, right lung "scolosis" syndrome, chronic swollen lymph nodes, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, myositis or polymyositis, fascitis, demyelinization of muscle nerves, unexplained rashes, sun sensitivity, unexplained severe itching, numerous moles, freckles, dermatomyositis, chronic insomnia, vasculitis, thoracic outlet syndrome, chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness, misjudges distance, sicca, and calcium deposits.